Event description:
It was reported that nasal erosion occurred as a result of the tube being too hard. The nasogastric tube had been indwelling for five days when the erosion was noted during a dressing change. The pt had been referred to a plastic surgeon.